Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received a voluntary medwatch (mw-5151429)in which the patient alleges that the reservoir tank water for humidification needs to be replaced at least every 2 days and when it runs dry a very strong odor emit to the extent patient wakes up from a sound sleep. Medical intervention was not specified. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Made correction to problem code grid.